Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump died overnight multiple times. The customer¿s blood glucose level was 168-240 (mg/dl). Review of the pump data logs by tandem technical support showed the pump battery was depleting quickly. Reportedly the customer would continue to use the pump for insulin therapy.